Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Changing from eclipse to eclipse signal needles would not cause the tubes to fill differently. Two common causes of underfilled tubes are if the tubes are close to the end of their shelf life or if the cannula are partially blocked.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was a clogged/blocked cannula(s). The following information was provided by the initial reporter: the customer "is wondering if change of the needle (from eclipse to eclipse signal) could cause that the tubes were not filling properly. Lately citrate tubes don't fill sufficiently, they are wondering if it may be because they changed from eclipse to eclipse signal needles." No further information reported at this time.